Manufacturer narrative:
Evaluation summary: during product evaluation, a pump with a condition of "channel c select key not working on the pump head module (phm) keypad" was discovered on channel c. The cause was not identified in the evaluation, however, the phm keypad was replaced on channel c to address the condition found during service. The pump was retested and returned to the customer within specification. This issue is currently being investigated under CAPA.

Event description:
A baxter service technician reported finding a colleague infusion pump which contained a condition of "channel c select key not working". This event occurred during product evaluation. There was no patient injury or medical intervention necessary according to the facility representative. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated. There is no other information available.